Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleging sinus congestion and has a sinus infection. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. Product investigation laboratory observed the following dust-like contamination at the air inlet of the blower box. Black dust-like contamination on the ui panel. Dust-like contamination on top of the blower motor. Black contamination, consistent with keratin, at the air outlet of the blower box. Corrosion on the humidifier water tank. Brown discoloration on the humidifier seals (indicative of tobacco use). There is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. Product investigation laboratory was not able to confirm the complaint or address the symptoms specified. Product investigation laboratory was unable to get care orchestrator information from device. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed multiple contaminants and was able to confirm the complaint or address the symptoms specified.